Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) obtained the data logs. Per the log analysis, the fractionated of inspired oxygen (fio2) was not set by the perfusionist (ccp) at the start of case. The fio2 was set to 21% the previous day by the user and 21% at the beginning of the case by the user with the ccm slider. There is no indication of a problem in the log file. The fsr contacted the user facility's biomedical engineer (biomed) regarding the reported issue, and the biomed stated the electronic pt gas system (epgs) has had no further issues. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) dropped to twenty-one percent. The perfusionist (ccp) stated that it was rather sudden how it dropped. The screen control was turned all the way down also. He readjusted and it stayed for the rest of the case. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.